Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective resulting in elevated blood glucose levels. The upper quick bolus button was stuck and the patient's blood glucose level increased to over 300 mg/dl.